Event description:
Procedure type: tubal ligation. According to the rptr: when a 5mm trocar first entered into the abdomen through umbilicus, the obturator was removed in order to put the 5mm scope in. While pulling out the obturator, the surgeon struggled to remove it. This is when the seal was dislodged and seated incorrectly. Therefore, it was in the way of a smooth exit of the obturator. The seal did not dislodge into the pt's cavity. There was no injury to the pt or the user. The case was not extended by more than 30 mins. There was no unanticipated blood loss of more than 250cc. There was no injury to the pt.

Manufacturer narrative:
(B)(4).